Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
After the ligation on renal artery, when the user released pressure on the trigger and the jaws were returned to a reset position, it was found that the clip had not locked completely and the clip fell off the applier and into the patient. The fallen clip in the patient was immediately removed and the procedure was continued without a problem. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number provided "73h1600356" does not match to the product code reported on the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
After the ligation on renal artery, when the user released pressure on the trigger and the jaws were returned to a reset position, it was found that the clip had not locked completely and the clip fell off the applier and into the patient. The fallen clip in the patient was immediately removed and the procedure was continued without a problem. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The clip was returned without its original packaging. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken at the hinge. The damage on the inner hinge is damage that can be caused by hyperextending the clip. No other defects or anomalies were observed. A lab inventory clip applier was used to attempt to close the returned clip. The clip was manually loaded into the appliers. The clip was able to properly load onto the lab inventory appliers and close with no difficulty. The broken hinge did not prevent the returned clip from closing properly. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, other remarks: breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention sh ould be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clip not closing properly" was confirmed based upon the sample received. Visual examination of the returned clip revealed that the clip was broken at the inner hinge. Although the clip was able to properly close during functional testing, the broken hinge could have an impact on the effectiveness of the clip which is why the complaint issue was confirmed. The damage on the inner hinge is damage that can be caused by hyperextending the clip. The appliers used at the time of malfunction were not returned for investigation. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
After the ligation on renal artery, when the user released pressure on the trigger and the jaws were returned to a reset position, it was found that the clip had not locked completely and the clip fell off the applier and into the patient. The fallen clip in the patient was immediately removed and the procedure was continued without a problem. The patient's condition was reported as fine.